Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported low audio which was reproduced during evaluation. The cause was determined to be a failed rear case which was replaced to correct this condition. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had very low audio. There was no patient involvement. No additional information is available.